Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported that a "pump jam" error message occurred. The device was changed out. No other details regarding the nature of the event were provided.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.